Event description:
Information was received from the surgeon indicating that the patient was scheduled for generator replacement on (B)(6) 2014 due to battery depletion. During surgery however, the lead was found to be "severed." He said that according to the surgical op note, they found the cable severed and he was unable to tell whether it was surgeon error or was fractured before. No causal factors were known. He reported that according to the treating physician's clinic note dated (B)(6) 2011, diagnostics were within normal limits at the time of the last clinic visit before surgery. Due to the severed lead being found, the lead was also replaced on (B)(6) 2011.

Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2011. The generator was replacement due to near end of service. The reason for lead replacement was not provided. The explanted generator and lead were returned to the manufacturer for analysis. An end-of-service (eos) warning message was verified. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During the visual analysis of the returned 233mm lead portion, the (+) connector ring quadfilar coil appeared to be broken approximately 4mm past the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity with the returned portion of the device. Note that since a portion of the lead assembly (body) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.